Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient's rhythm was 1st degree atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, pacing was initiated and after crossing the valve, the patient went into asystole. The valve was able to be implanted successfully at a depth of 2mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, the patient was developed with a complete heart bloc. Temporary pacemaker was placed to stabilize the rhythm, and a permanent pacemaker was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.